Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues; the device appeared to be in good condition. However, microscopic inspection revealed a hole in the imaging window. Additionally, during the flush test, water was observed exiting from the hole in the imaging window under the microscope. No water was observed coming from the vent hole.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that a catheter leak and priming difficulty occurred. The target lesion was located in a severely stenosed segment of the anterior descending artery. An opticross imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During preparation, the catheter was found to be leaking water and could not be primed properly. The procedure was completed with another of same device. The patient condition following the procedure was stable. However, device analysis revealed a hole in the imaging window.